Event description:
The dr called for assistance with setting the basal rates. It was reported that the customer was hospitalized for dka. It was conveyed that the md believes that the event was due to the pump. There were two error alarms in the history that occurred prior to the event. It was stated that the settings were cleared. The md will have the customer off the pump until troubleshooting has been done. It was indicated that the customer will call back to do further troubleshooting.